Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is an expected surgical replacement.

Event description:
Additional information was received indicating that the patient underwent a surgical ipg replacement on (B)(6)2023. Therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, a patient was unable to connect to the ipg since having undergoing an unrelated surgery where electro-cautery may had been used. The system had not been placed in surgery mode. The rep was unable to recover the device. The ipg was replaced without complications. Post op programming went well. A review of documentation supplied with the implant states that electro-surgery devices should not be used near an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6)2017.